Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
During a knee arthroplasty the screw that connects the impactor head to the handle became loose. There was no direct impact on the patient.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the poly loosening and the stripped hex bolt. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to time frame over which the products were manufactured with similar issues. As conditions of use are unknown, root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.